Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Following service, including replacement of the lcd, bottom cover, front cover, top cover, grip strip, screw, processor board, and UDI label; the platform passed all testing criteria. Visual inspection was performed and found that the lcd screen is flickering and damaged bottom, front, and top covers. In addition, damaged grip strip, unreadable UDI label, and a broken screw were also observed. The physical damage found during visual inspection is considered unrelated to the reported event. From the condition of the platform, the damages appear to have been caused by user handling. The autopulse platform was manufactured on 12/6/2016. A review of the archive was performed and the reported complaint of the system error, out of service, revert to manual CPR was confirmed. The archive data shows that system error 132 - internal watchdog timeout occurred on the reported event date. Initial functional testing was performed and the platform failed testing due to the system error, out of service, revert to manual CPR error message was displayed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn: (B)(4)) was displaying an error message "system error, revert to manual CPR, revert to manual CPR". No patient involvement was reported.